Event description:
It was reported to philips that there was geometry movement problem with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was geo ipc communication error. The field service engineer inspected the system onsite and reseated the geo ipc cable and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment and procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and found geo pc communication error. Upon troubleshooting actions, fse reseated the geo pc cable and restarted the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.